Event description:
Customer's mother reported a button error on customer's insulin pump. The act button is unresponsive. Pressing a button causes a no delivery alarm and scrolling numbers. Customer's blood glucose is 419 mg/dl. Customer treated with a manual injection. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform prime test, excessive no delivery test and displacement test or verify excessive no delivery alarm due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.